Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient with a complex distal femur fracture was treated with a plate in (B)(6) 2014; it was reported that the plate broke. There was another surgery with a locking compression plate which resulted in a non-union and outward rotation problem. There was another surgery with reamer irrigator aspirator (ria) and re-rotation. The surgeon opened the unhealed fracture, removed proximal screws, re-rotated and fixed the proximal part. There may be stress on the existing plate but it was left in. It was hard to get the ria system together. The bone was hard to enter with the wire and reamer rod and while attempt was being done, the rod went unsterile. The surgeon decided to cut the rod and remove the unsterile part. Reaming was checked and started okay, but after twenty seconds the respiration stopped, due to clogging. The ria tube was cleaned and reaming continued. After this reaming the surgeon noticed a lot of the medial cortex wall below trochanteric area had been reamed. The harvested material was put into the fractured leg and surgery finished. There was reportedly a forty-five minute delay of surgery. This report is for an unknown locking compression plate. This is report 5 of 5 for com-(B)(4).

Manufacturer narrative:
Year of birth reported as (B)(6); month and date unknown. This report is for an unknown locking compression plate/unknown lot. Implant date: (B)(6) 2014. Explant date: plate was re-rotated and left in; it was not explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.